Event description:
The customer called for help with his contour meter. He alleged that he performed a control test using high control solution and received a result of 542 mg/dl. The high control range was not provided, but should be around 276-381 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.